Manufacturer narrative:
The ge rep conducted an onsite investigation. The pcb's on the workstation and the mainframe were reseated. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system would shut itself down and that the pedals would lock up and freeze the unit. No pt injury was reported.